Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: it was reported that on (B)(6) 2013 an autoclave sterilization was performed for a trauma recon system. It was further reported, during an unknown surgery on (B)(6) 2013, that the sterilized package was opened and a greasy substance was observed. This report is 1 of 6 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.